Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. This lead was removed without difficulty. The helix would not retract, however was successfully extracted with minimal force and additional rotation of the lead. A return of product is intended.

Manufacturer narrative:
According to available information, this lead remains implanted. When the revision procedure has been performed, this event will be updated.

Event description:
Boston scientific received information that this lead was part of a system infection. The device was removed, however difficulty was encountered removing this lead as the helix would not retract. An internal technical service consultant was contacted for assistance. It was thought damage to the terminal too may have contributed to this issue. A further lead extraction procedure will be performed. No further adverse symptoms were reported.